Event description:
Pt was being transported with ventilator (hamilton medical model "max"), by a respiratory tech and two "or" nurses. Also in use were an external breathing circuit monitor and a pulse oximeter. The respiratory tech left. Pt had an o2 reading of 95%. Resp tech took the pulse oximeter with her. Pt expired soon after. It is unk at this time, what if any other equipment was being used at the time of the incident.